Event description:
It was reported to the manufacturer that the vns pt wanted her device explanted due to discomfort with stimulation. It was indicated that the surgery was to preclude a serious injury. Per medical professional, device diagnostics revealed proper device function. The pt's device has been explanted. Good faith attempts to obtain the explanted device for product analysis have been unsuccessful to date.